Event description:
The plate broke post operatively. The plate and all the screws were explanted.

Manufacturer narrative:
Additional mdrs associated with this event:MDR 3025141-2014-00197 plate,MDR 3025141-2014-00198 screw 1,MDR 3025141-2014-00199 screw 2,MDR 3025141-2014-00200 screw 3,MDR 3025141-2014-00202 screw 5,MDR 3025141-2014-00203 screw 6,MDR 3025141-2014-00204 screw 7.